Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h6 medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked and found that the unit is showing below mentioned error messages. 1. Power-up test failed code # 04 2. System failure 3. Internal communication error. Fse opened the unit replaced the battery of alarm daughter board as it was expired. Fse have checked all the pcb's and connections removed and fixed properly and done the 30 psi transducers calibration and performed all the pneumatic sm tests and calibrations. All are passed. Unit is kept under observation continuous operation with a testing balloon. Unit is working satisfactorily. Unit is handed over to the customer in working condition. 10.07.2025 - as the complaint has been repeated and replaced the executive processor board (rohs) testing purpose. Now unit is in working condition. Unit is kept under observation. On 15.07.2025- fse have replaced back the executive processor board (rohs) and have replaced the drive manifold assly with a new one warranty for testing purpose. Now unit is in working condition. Unit is kept under observation. On 17th july 2025: checked the machine and run the machine with balloon and trainer, no problems detected .performed all the functional tests. All the tests are passed. Handed over the machine in good working condition.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (investigation conclusion), h11.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine checks before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had power-up test failed code 04, system failure and internal communication error. There was no patient involvement reported.